Event description:
It was reported the patient was diagnosed with epilepsy and every time the implantable neurostimulator (ins) turned on they got a migraine and had a seizure. It was noted the patient had gotten worse and had stopped using the ins for 6 months. It was further noted the patient had no seizures when the ins was turned off. It was noted that the system was planned to be explanted on (B)(6) 2013. Additional information received reported the patient¿s ins and leads were explanted. It was noted the patient¿s husband stated it started off as headaches some time ago, moved onto bad migraines, and then progressed to seizures. It was noted the patient had not had a seizure in 6-8 months since the patient had stopped using the ins.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).